Event description:
On (B)(6) 2012, pt reported the infusion device became disconnected from the tubing, fell to the floor, and the dog chewed up the display screen and menu buttons on the device. Pt stated the infusion device is all damaged and unusable. Pt reported she is unsure of why the infusion device became disconnected, if maybe she didn't tighten the infusion tubing on correctly or what actually happened. Pt stated she went to bed with it on and then in the morning she found the infusion device on the floor all chewed up by her dog. On follow up call on (B)(6) 2012, pt stated the numbers on the infusion device are not legible in the insulin delivery field. Pt stated the damage is mostly on the end where the infusion set attaches to the device. Pt reported that entire end of the device is chewed up including both the screen and rubber casing. Pt stated it appears the screen may have lifted up a little bit and the dog's saliva may have seeped in. Pt reported the screen on the infusion device looks like there is a big black blob over on that same side and it stretched up into the right side of the device.

Manufacturer narrative:
Product was received on (B)(4) 2013. The display and housing of the pump are broken due to a mechanical impact. The broken display cannot lead to misinterpretation of insulin amounts.

Manufacturer narrative:
No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.